Event description:
Patient representative reported left-side "intense muscle pain and fatigue throughout your body, in addition to various inflammations and, consequently, decreased vitality. After daily complaints of breast pain, an imaging exam of the breasts was performed, and identified capsular contracture, baker grade unknown, granuloma, and seroma-late. Also, the recall was mentioned." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, granuloma, and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, granuloma, and seroma-late.